Manufacturer narrative:
(B)(4). The device was not received at the facility but the sales representative claims to return the product in march. No tracking information is avalable. If the device is received, the complaint will be reopend and investigation will be performed and a supplemental emdr will be sent.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 kept smoking and was not venting out the smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The device kept smoking and was not venting out the smoke. No patient harm but they did have to open a new device

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 kept smoking and was not venting out the smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The device kept smoking and was not venting out the smoke. No patient harm but they did have to open a new device